Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a 70% stenosis in the left anterior descending (lad)/1st diagonal (d1) region, with moderate tortuosity and mild calcification. The patient presented with a st elevated myocardial infarction (stemi). Pre-dilatation was performed with a 2.5 mm balloon, reducing the stenosis to less than 40%. A 3.0 x 18 mm implant was deployed in the mid lad and a xience stent was deployed from the lad to the d1 without issue. Then a second 3.0 x 18 mm implant was deployed in the d1 and post-dilated with a 3.5 mm nc balloon. The final result was good. The patient was prescribed aspirin and prasugrel. On (B)(6) 2014, while still in the hospital, the patient experienced strong angina and an acute implant thrombosis was found in the d1 segment. Aspiration of the thrombus was performed, followed by dilatation and implantation of a 3.0 mm bare metal stent. The patient medication was changed from prasugrel to brillique (ticagrelor). The patient is doing well. No additional information was provided. Cine review of the event noted that the xience stent was implanted overlapping the implant in the diagonal by about 5-8 mm and the thrombosis occurred at the overlapped portion.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by the abbott chief medical advisor. The reviewer concluded that the thrombosis was most likely due to inadequate expansion of the overlapping xience and the 3.0 x 18 mm implant struts. The reported patient effects of angina and thrombosis are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.